Event description:
It was reported that bd vacutainer® luer-lok¿ access device holder w/ multiple sample adapter had a hole in the catheter. The following information was provided by the initial reporter: material no. 364902, batch no. Unknown. It was reported that the llad is creating a hole in the covidien foley catheter. (4 of 6): date of event (B)(6) 2019. Llad is creating a hole in the covidien foley catheter. Addtl info email: I have been given no details about patients that this happened on and no incident reports were apparently filed. I know that the 2 demo catheters were on (B)(6) 2019 and (B)(6) 2019. The ER patient was on (B)(6) 2019. One icc patient was on (B)(6) 2019, there was a second icc patient on (B)(6) 2019. The last one was on med/neuro (unsure of the date).

Manufacturer narrative:
H.6. Investigation: investigation summary: a photo was received of a covidien foley catheter; however, bd had not received samples or photos of the llad from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® luer-lok¿ access device holder w/ multiple sample adapter had a hole in the catheter. The following information was provided by the initial reporter: material no. 364902. Batch no. Unknown. It was reported that the llad is creating a hole in the covidien foley catheter. (4 of 6): date of event (B)(6) 2019. Llad is creating a hole in the covidien foley catheter. Addtl info email: I have been given no details about patients that this happened on and no incident reports were apparently filed. I know that the 2 demo catheters were on (B)(6) and (B)(6). The ER patient was on (B)(6). One icc patient was on (B)(6), there was a second icc patient on (B)(6) . The last one was on med/neuro (unsure of the date.)